Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 267690001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there was a possible lead issue. There was lead migration. Actions were not yet taken but were planned. The patient would be seeing a neurosurgeon to determine what steps they needed to take to fix it. They would know more in the coming future about why the patient was not getting adequate stimulation. No diagnostic testing or troubleshooting was preformed but would be in the future. If there was a product issue, the issue was not resolved. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event that included less than 50 percent therapy relief at unknown location. Information regarding cause of event, actions taken, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the event was not determined. The patient was not receiving adequate therapy and that was why she wanted to have the leads checked. The patient went to see the neurosurgeon and was referred to a different place.